Manufacturer narrative:
Product problem. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/24/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to dvt & pe with attempted retrieval on (B)(6) 2009 (unsuccessful). Procedure notes state 'hook was unable to be engaged as it had been endothelialized and incorporated into the caval wall.' Plaintiff is alleging tilt, device is unable to be retrieved, other: hook touching the ivc wall.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Per final report for abdominal/pelvic CT, dated (B)(6) 2017, "positive for caval perforation. A total of 4 prongs have perforated the ivc. A prong has perforated the duodenum."

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, tilt, device is unable to be retrieved, other: hook touching the ivc wall". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Unknown if the reported pain, constipation, anxiety, partial bowel blockages, ileus, nausea and dehydration is directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(4) 2018 as follows: patient received an implant on (B)(6) /2009 via the right common femoral vein due to deep vein thrombosis . Patient is alleging chest pain, anxiety and depression due to the device. Retrieval was attempted on (B)(6) 2009. Device was successfully retrieved on (B)(6) 2017.

Manufacturer narrative:
Investigation: filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain, anxiety, and depression, is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient received an implant on (B)(6) 2009 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging tilt, device unable to be retrieved, hook touching ivc wall. Patient is alleging further chest pain, anxiety and depression due to the device. Retrieval was attempted on (B)(6) 2009. Device was successfully retrieved on (B)(6) 2017.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org) perforation. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received as follows: patient is alleging organ perforation. Total of 4 prongs perforated the ivc (max. Distance 4mm) - 5 degree tilt right to left and 9 degree tilt anterior posterior; a prong has perforated the duodenum. Per a report from computed tomography (CT): "impression: 1. Patent inferior vena cava, iliac veins, and common femoral veins without thrombus or stenosis. 2. Retrievable infrarenal ivc filter with top hook and legs appearing embedded in the wall of the ivc making probability of retrieval low". Per the retrieval report (successful): "impression: successful inferior vena cava filter removal using bronchial forceps. No postprocedure bleeding was identified".